Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. During the procedure, the patient's femur fractured and a cable was implanted to correct the fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.